Event description:
It was reported that patient had outpatient diagnostic laparoscopy with lysis of adhesions and ablation of endometriosis. On the night of the surgery, the patient called surgery and reported that when she went to the bathroom at home, she pulled an instrument out of the vagina. Patient described the instrument as two inches long, curved, and metal. Patient had no pain or bleeding. Patient returned the metal piece to the hospital and it was identified as a small acorn manipulator. End user stated that the surgeon turns the manipulator during the laparoscopy and it may have come unscrewed from the metal threaded tube. End user stated that during examination of the device, it was noted that it will come unscrewed if turned counterclockwise only 1/2 turn. End user stated that the design of this device could be improved. Surgery is considering replacing the two-piece acorn manipulator with a one-piece.

Manufacturer narrative:
The device has not been returned to the manufacturer as of this date. Rep has requested the device for evaluation. It is pending the approval from management. A follow-up report will be submitted if device is received for an evaluation. Lot# on the medwatch report has not been confirmed as correct as of this date.